Event description:
User facility reported the stimulator was implanted in 2003 and became infected. The device was removed in 2004. The device was explanted and returned to the manufacturer for analysis.